Manufacturer narrative:
Reported event of gauge reading inaccurate. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device revealed that the gauge was reading at 0atm and the extension tube was not returned. The gauge cover had scuff or scrape marks on the outside and the bottom left side was cracked. The syringe assembly was tested with a sample stopcock and no leaks were noted. However, the needle would not go beyond 3.5atm during the test. The noted defects likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01711 pertains to the first alliance ii syringe and manufacturer report # 3005099803-2015-01839 pertains to the second alliance ii syringe. It was reported to boston scientific corporation that two alliance ii syringes were used during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first device was used to inflate the balloon. The physician wanted to inflate the balloon from 12 atm to 15 atm; however, the balloon was inflating but the dial did not go up. A second alliance ii syringe was used; however, it was also reported that this device was "worked but it was faulty and the dial did not look right." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01711 pertains to the first alliance ii syringe and manufacturer report # 3005099803-2015-01839 pertains to the second alliance ii syringe. It was reported to boston scientific corporation that two alliance ii syringes were used during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first device was used to inflate the balloon. The physician wanted to inflate the balloon from 12 atm to 15 atm; however, the balloon was inflating but the dial did not go up. A second alliance ii syringe was used; however, it was also reported that this device was "worked but it was faulty and the dial did not look right." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.